Event description:
It was reported that the burr detached. The patient presented with a history of hypertension, hypercholesterolemia, type 2 diabetes, renal transplantation, and previous nstemi was treated with pci to lad with two drug eluting stents. The patient presented with angina and exercise induced ventricular ectopy. Echocardiography documented preserved left ventricular function (lvef 50%) with inferolateral wall hypokinesia. Coronary angiography documented a chronic total occlusion (cto) of the proximal lcx. After successfully crossing the cto with a non-bsc guidewire and then exchanging it for a rota floppy wire, rotational atherectomy was performed with a 1.25mm burr. The vessel was heavily calcified requiring prolonged and extensive ablation runs (180,000 rpm, total ablation time 212 s). This ultimately resulted in breakage of the shaft with loss of burr and 12mm of the driveshaft left behind in the coronary artery. The rota wire position was lost with the retrieval of the remaining shaft and the burr left embedded in the body of the cto body. An attempt to snare the broken driveshaft was unsuccessful due to the inability to push the snare over the remaining distal driveshaft. During retrieval attempts the ostial lad became dissected and required treatment with a single drug eluting stent. Repeat attempts to retrieve the burr and driveshaft using the knuckle twister technique were unsuccessful. The burr and driveshaft remnant were left behind in the cto body since none of the parts were in contact with any open vessel and the patient was discharged in a stable condition. However, his symptoms persisted despite optimal medical therapy. A follow up cardiac magnetic resonance imaging (MRI) was performed to assess viability and ischemia. This was performed safely, and although the driveshaft and burr remnant resulted in extensive artifacts, ischemia and viability could be demonstrated. Thus, he underwent a repeat attempt to recanalize the cto. Repeat angiography documented the burr in the cto body with no evidence of any migration. As the burr was heavily embedded in the calcific cto body, an antegrade dissection reentry strategy was proposed to work around the calcific cto body and driveshaft/burr remnant. The cto body and driveshaft remnant were successfully bypassed with the extra plaque passage using two non bsc guidewires, and finally a single drug eluting stent was deployed in the proximal lcx with complete exclusion of the burr/driveshaft remnant behind the stent, leaving it embedded in the vessel wall. The patient has been asymptomatic and clinically stable at 4 year follow up. Leibundgut, g., achim, a., weilenmann, d., rigger, j., gocht, f., egred, m., murad, b., lombardi, w., & iqbal, m. B. (2025). Management of lost atherectomy devices in the coronary arteries. Catheterization and cardiovascular interventions, 106(12), 1766 to 1780. Https://doi.org/10.1002/ccd.31734.

Manufacturer narrative:
B3 date of event: 01/01/2025 used as approximate date as actual date is unknown. Correction to h6 patient codes: dissection and ischemia added. Correction: evaluation conclusion code updated.

Manufacturer narrative:
B3 date of event: 01/01/2025 used as approximate date as actual date is unknown. Correction to h6 patient codes: dissection and ischemia added.

Event description:
It was reported that the burr detached. The patient presented with a history of hypertension, hypercholesterolemia, type 2 diabetes, renal transplantation, and previous nstemi was treated with pci to lad with two drug eluting stents. The patient presented with angina and exercise induced ventricular ectopy. Echocardiography documented preserved left ventricular function (lvef 50%) with inferolateral wall hypokinesia. Coronary angiography documented a chronic total occlusion (cto) of the proximal lcx. After successfully crossing the cto with a non-bsc guidewire and then exchanging it for a rota floppy wire, rotational atherectomy was performed with a 1.25mm burr. The vessel was heavily calcified requiring prolonged and extensive ablation runs (180,000 rpm, total ablation time 212 s). This ultimately resulted in breakage of the shaft with loss of burr and 12mm of the driveshaft left behind in the coronary artery. The rota wire position was lost with the retrieval of the remaining shaft and the burr left embedded in the body of the cto body. An attempt to snare the broken driveshaft was unsuccessful due to the inability to push the snare over the remaining distal driveshaft. During retrieval attempts the ostial lad became dissected and required treatment with a single drug eluting stent. Repeat attempts to retrieve the burr and driveshaft using the knuckle twister technique were unsuccessful. The burr and driveshaft remnant were left behind in the cto body since none of the parts were in contact with any open vessel and the patient was discharged in a stable condition. However, his symptoms persisted despite optimal medical therapy. A follow up cardiac magnetic resonance imaging (MRI) was performed to assess viability and ischemia. This was performed safely, and although the driveshaft and burr remnant resulted in extensive artifacts, ischemia and viability could be demonstrated. Thus, he underwent a repeat attempt to recanalize the cto. Repeat angiography documented the burr in the cto body with no evidence of any migration. As the burr was heavily embedded in the calcific cto body, an antegrade dissection reentry strategy was proposed to work around the calcific cto body and driveshaft/burr remnant. The cto body and driveshaft remnant were successfully bypassed with the extra plaque passage using two non bsc guidewires, and finally a single drug eluting stent was deployed in the proximal lcx with complete exclusion of the burr/driveshaft remnant behind the stent, leaving it embedded in the vessel wall. The patient has been asymptomatic and clinically stable at 4 year follow up. Leibundgut, g., achim, a., weilenmann, d., rigger, j., gocht, f., egred, m., murad, b., lombardi, w., & iqbal, m. B. (2025). Management of lost atherectomy devices in the coronary arteries. Catheterization and cardiovascular interventions, 106(12), 1766 to 1780. Https://doi.org/10.1002/ccd.31734.

Event description:
It was reported that the burr detached. The patient presented with a history of hypertension, hypercholesterolemia, type 2 diabetes, renal transplantation, and previous nstemi was treated with pci to lad with two drug eluting stents. The patient presented with angina and exercise induced ventricular ectopy. Echocardiography documented preserved left ventricular function (lvef 50%) with inferolateral wall hypokinesia. Coronary angiography documented a chronic total occlusion (cto) of the proximal lcx. After successfully crossing the cto with a non bsc guidewire and then exchanging it for a rota floppy wire, rotational atherectomy was performed with a 1.25mm burr. The vessel was heavily calcified requiring prolonged and extensive ablation runs (180,000 rpm, total ablation time 212 s). This ultimately resulted in breakage of the shaft with loss of burr and 12mm of the driveshaft left behind in the coronary artery. The rota wire position was lost with the retrieval of the remaining shaft and the burr left embedded in the body of the cto body. An attempt to snare the broken driveshaft was unsuccessful due to the inability to push the snare over the remaining distal driveshaft. During retrieval attempts the ostial lad became dissected and required treatment with a single drug eluting stent. Repeat attempts to retrieve the burr and driveshaft using the knuckle twister technique were unsuccessful. The burr and driveshaft remnant were left behind in the cto body since none of the parts were in contact with any open vessel and the patient was discharged in a stable condition. However, his symptoms persisted despite optimal medical therapy. A follow up cardiac magnetic resonance imaging (MRI) was performed to assess viability and ischemia. This was performed safely, and although the driveshaft and burr remnant resulted in extensive artifacts, ischemia and viability could be demonstrated. Thus, he underwent a repeat attempt to recanalize the cto. Repeat angiography documented the burr in the cto body with no evidence of any migration. As the burr was heavily embedded in the calcific cto body, an antegrade dissection reentry strategy was proposed to work around the calcific cto body and driveshaft/burr remnant. The cto body and driveshaft remnant were successfully bypassed with the extra plaque passage using two non bsc guidewires, and finally a single drug eluting stent was deployed in the proximal lcx with complete exclusion of the burr/driveshaft remnant behind the stent, leaving it embedded in the vessel wall. The patient has been asymptomatic and clinically stable at 4 year follow up. Leibundgut, g., achim, a., weilenmann, d., rigger, j., gocht, f., egred, m., murad, b., lombardi, w., and iqbal, m. B. (2025). Management of lost atherectomy devices in the coronary arteries. Catheterization and cardiovascular interventions, 106(12), 1766 1780. Https://doi.org/10.1002/ccd.31734.

Manufacturer narrative:
B3 date of event: 01/01/2025 used as approximate date as actual date is unknown.